Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced failed batt test, rewind anomaly, drive/motor anomaly, damage (physical or cosmetic), charge/battery lasts less than expected. The customer reported no adverse event. The event involved product(s) mmt-1884. Customer reported a short battery life or a low battery alarm. It was unknown whether the customer will continue to use the device. No harm requiring medical intervention was reported. No product return is required for mmt-1884.

Manufacturer narrative:
The unit p-cap / test reservoir locks in place properly. The pump was received with a pump error 37 alarm during rewind due to corroded motor home switch. Traces of moisture on the motor assembly noted. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 37 alarms. Successfully downloaded history files and traces using thump software. The pump was cut open and traces of moisture on pcba1 and motor noted during visual inspection. ¿the pump was received with minor scratches on lcd window, cracked keypad overlay, partially broken retainer, battery tube threads- cracked, cracked case-corner of belt clip rails and scratched case. In summary, customer alleged rewind anomaly confirmed. Exposed to moisture confirmed. Drive/motor anomaly confirmed. Failed batt test not confirmed. Pump error 37 confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.